Manufacturer narrative:
The device was received for evaluation. During functional testing, an unspecified failure could not be confirmed or reproduced during evaluation. Evaluation observed and found that the pump had no issues after it was tested for multiple infusion testing. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an unspecified failure occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.